Event description:
**Update** (B)(4) 2013 medical records were obtained. Medical records indicate patient was revised due to acetabular loosening and a medial defect from the original surgery. Product/lot information provided. The information received does not change the MDR decision. Comment: there is a side discrepancy. The medical record states the right side, while litigation states the left. There is no indication that the patient is bilateral. Should we receive additional information, we will update if needed. The complaint was updated on (B)(4) 2013.

Event description:
Patient seeking legal action.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.